Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced fluctuating glucose levels throughout the day for approximately two weeks while using the ilet bionic pancreas, with multiple highs and lows confirmed by fingersticks and no reported changes in routine, diet, or health; the caregiver requested additional training to assess pump settings or potential need for a feature review. Symptoms included episodes of hypoglycemia, including at least one sensor value reading low that lasted about 10 minutes and was treated with carbohydrates, and hyperglycemia up to 230 mg/dl lasting about 40 minutes. Outcomes included device-generated alerts for low glucose and no need for professional medical intervention, assistance from others, hospitalization, or treatment for diabetic ketoacidosis; ketone testing showed no trace. Investigation included a review of user-reported performance and recommendation for training to assess use and settings. Investigation of this case revealed that the cause of the glycemic variability was unclear, with no evidence of device malfunction and no identified contributing device component. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further assessment. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.